Event description:
The patient's family member called lfs in 2002 regarding patient's one touch ultra meter. Family member alleged that the meter had several issues. Family member stated that the meter was giving inaccurate erratic readings 100mg/dl and 300mg/dl. These readings were compared to another device (hospital?) Whose readings were 130, 157 mg/dl. Patient was hospitalized and given medication for diabetes. There was an issue with the memory count on the meter which was not resolved. There was an issue with error 2 and the date/time on the meter which were not resolved. Family member stated that patient was "put in hospital because of the meter". Unable to contact the customer's family member to obtain more information. Attempted twice, left two messages. Also sending letter.